Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was phrenic nerve stimulation due to bent helix. Lead was explanted and replaced. No further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix distorted/bent; full lead returned and analyzed. There was blood in/on the helix mechanism (sleeve head) and several conductors. The outer insulation and outer tubing overlay was breached cut.

Event description:
It was reported that there was phrenic nerve stimulation due to bent helix. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.